Manufacturer narrative:
On 8/17/2020, mentor became aware that this complaint has been identified as a duplicate of (B)(4) and (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint. On 8/22/2020, the mentor failure analysis lab has received the device for evaluation. The left breast implant was intact. On 9/8/2020, during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, it was revealed a tear within the siltex cracking measuring approximately 0.4 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: deflation and generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor siltex round moderate profile 350cc and experienced bilateral deflation. The patient experienced issues with implants of unspecified type and breast pain. As a result, the patient had undergone removal and replacements with mentor smooth round moderate plus profile 350cc on (B)(6) 2020. This medwatch is for the right breast implant.